Event description:
A 20 mm diameter x 12mm diameter x 13.5 cm length aneurx bifurcated stent graft, and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology, severe stenosis. It was reported that the physician had implanted the bifurcated stent graft; however, the physician was unable to cannulate the left iliac artery. The physician elected to convert the device to an aorto-uni-iliac system with the use of aortic cuffs and performed a femoral-femoral bypass. The procedure was successful and at the end of the procedure, there was no endoleaks present. No additional information was received and the patient is reported to be fine.